Event description:
After my son used the curesight device for ambpleopia treatment, he started experiencing severe eye pain, blurred vision, and a pounding headache. His vision got worse, and he began vomiting uncontrollably. We reached out to his ophthalmologist, who advised us to stop using the device immediately and report the incident. We also tried contacting the vendor, but the only response we got was from an unrelated call center that refused to provide any real answer.